Event description:
It was reported that the customer passed away in a hospital. The cause of death was acute cardiac arrest, renal disease, and diabetes. The customer stopped dialysis and passed two days later. The customer had been hospitalized on (B)(6) 2014 due to broken bones, pneumonia, and insulin seizure from low blood glucose. The customer had a broken pelvic bone, ankle and tibia. The customer had kidney disease since 2014, heart disease, had one stint and off/on afib. The customer's blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time of death; it had been disconnected six month prior to passing. The customer chose not to wear the insulin pump because she was in the hospital, she was legally blind, and wore hearing aids, so it was difficult to use the insulin pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.